Event description:
On (B)(6) 2010, patient reported having unexplainable elevated blood glucose in a fasting state over the past 4 or 5 months. Patient stated, he has been experiencing blood glucose readings in the 200's-300's mg/dl. Patient reported he will correct his blood glucose by syringe and then his blood glucose is fine for the remainder of the day. Patient stated, he is working closely with his medical professional to identify the problem. Patient's normal blood glucose range is 90-150 mg/dl. Patient reported he only uses the infusion device to get basal delivery and uses a syringe for boluses. Patient stated, when it's time to change the insulin cartridge on the 5th or 7th day, he extracts the insulin back into the existing vial to reuse. Patient reported the insulin remains clear. Advised patient to seek user instructions from the manufacturer on how long to use the insulin cartridges while using this type of insulin or reusing. Patient stated, the infusion device has not displayed occlusions during the incident. Patient reported he uses the infusion sites up to 3 days and the infusion tubing up to 7 days. Advised to change the tubing up to 6 days. Submitted request for additional training. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.